Event description:
General report received of an unspecified number of undocumented incidents of device breakage. On unspecified dates, the tubing sets were being used to deliver unspecified medications. At unspecified times, the customer contact reported that the drip chambers of the tubing sets cracked. No specific event details were provided. Though requested, no add'l info was provided, including if there were any adverse pt events, or if any medical interventions were required.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.